Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited damage at the distal end, the rubber sheath was torn. The event occurred during reprocessing. There were no reports of patient involvement.